Manufacturer narrative:
Updated fields: a3, b4, d9, g3, g6, h2, h3, h6, h11 a getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the cardiosave-trained biomed opened up the unit and looked through all the blood back parts listed in the service manual. The biomed didn¿t find any evidence of blood internal of the device. The fse suggested customer to replace the pneumatic module assembly as the advice of support team. Customer replaced the pneumatic module assembly and the unit passed all the pm tests as per the manual.

Event description:
It was noticed by the customer that the cardiosave intra-aortic balloon pump (iabp) had blood inside the gas line, which indicated a perforation in the balloon while being prepped for surgery for maybe vad installation. The patient was taken off the pump once surgery was complete. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.